Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
The representative reported that these products were never implanted. On approximately (B)(6) 2015 the boxes were shipped to the customer with a very short expiration date and they also were not in a resalable condition. The representative was asked to return the products because the boxes were damaged. There was no drug or patient associated with this event. The issue was reported as resolved at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
On 10-23-2015 the representative further reported that these two products were scrapped and disposed of "as expired." Should additional information be received a supplemental report will be filed.